Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient's urinary tract infection (uti) status was positive, and hematuria was not present. The uti was treated with trimethoprim. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the hospital on (B)(6) 2024. On (B)(6) 2024, 8 days after the procedure, the patient experienced difficulties emptying his bladder and presented with urinary retention. An indwelling catheter was reinserted and later removed on (B)(6) 2024. The event was considered resolved on (B)(6) 2024. On (B)(6) 2024, 15 days after the procedure, the patient presented with non-serious urinary bleeding and non-serious urinary frequency. The patient was given ibuprofen to treat the urinary bleeding. He was also prescribed oxybutynin transdermal patches to treat the urinary frequency. Nether the urinary bleeding nor the urinary frequency were resolved. The physician believes the urinary retention, urinary bleeding, and urinary frequency may be related to the water vapor therapy procedure.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on 08feb2024. On (B)(6) 2024, the patient's urinary tract infection (uti) status was positive, and hematuria was not present. The uti was treated with trimethoprim. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the hospital on (B)(6) 2024. On (B)(6) 2024, 8 days after the procedure, the patient experienced difficulties emptying his bladder and presented with urinary retention. An indwelling catheter was reinserted and later removed on (B)(6) 2024. The event was considered resolved on (B)(6) 2024. On 0(B)(6) 2024, 15 days after the procedure, the patient presented with non-serious urinary bleeding and non-serious urinary frequency. The patient was given ibuprofen to treat the urinary bleeding. He was also prescribed oxybutynin transdermal patches to treat the urinary frequency. Nether the urinary bleeding nor the urinary frequency were resolved. The physician believes the urinary retention, urinary bleeding, and urinary frequency may be related to the water vapor therapy procedure. Additional information received states the urinary bleeding was resolved on (B)(6) 2024.

Manufacturer narrative:
Correction provided in a1 patient identifier. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient's urinary tract infection (uti) status was positive, and hematuria was not present. The uti was treated with trimethoprim. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the hospital on (B)(6) 2024. On (B)(6) 2024, 8 days after the procedure, the patient experienced difficulties emptying his bladder and presented with urinary retention. An indwelling catheter was reinserted and later removed on (B)(6) 2024. The event was considered resolved on (B)(6) 2024. On (B)(6) 2024, 15 days after the procedure, the patient presented with non-serious urinary bleeding and non-serious urinary frequency. The patient was given ibuprofen to treat the urinary bleeding. He was also prescribed oxybutynin transdermal patches to treat the urinary frequency. Nether the urinary bleeding nor the urinary frequency were resolved. The physician believes the urinary retention, urinary bleeding, and urinary frequency may be related to the water vapor therapy procedure. Additional information received states the urinary bleeding was resolved (B)(6) 2024 and the urinary frequency was resolved on (B)(6) 2024.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient's urinary tract infection (uti) status was positive, and hematuria was not present. The uti was treated with trimethoprim. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the hospital on (B)(6) 2024. On (B)(6) 2024, 8 days after the procedure, the patient experienced difficulties emptying his bladder and presented with urinary retention. An indwelling catheter was reinserted and later removed on (B)(6) 2024. The event was considered resolved on (B)(6) 2024. On (B)(6) 2024, 15 days after the procedure, the patient presented with non-serious urinary bleeding and non-serious urinary frequency. The patient was given ibuprofen to treat the urinary bleeding. He was also prescribed oxybutynin transdermal patches to treat the urinary frequency. Nether the urinary bleeding nor the urinary frequency were resolved. The physician believes the urinary retention, urinary bleeding, and urinary frequency may be related to the water vapor therapy procedure. Additional information received states the urinary bleeding was resolved on (B)(6) 2024. Further information received states the urinary frequency was resolved on (B)(6) 2024.